Event description:
It was reported that the 9900 system had a collision error during a case. The 9900 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The system was rebooted during the service call. The system was found to be working as intended and put back into service.